Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: foreign material inside sterile packaging. Probable root cause: - manufacturing/assembly/ service error - incorrect or inadequate packaging - severe shipping conditions - user error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that particles were found inside sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that particles were found inside sterile packaging.